Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Corrected/updated data: (patient ID); (date of event); (date of report); (event description); (implant date); (explant date); (date received by manufacturer); (remedial action indicated); (correction/removal number). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reasons for revision: component loosening (acetabular cup); alval/soft tissue reaction; infection (tested and positive culture confirmed).

Event description:
It was reported that the patient had a revision on the asr xl left hip implant. The reason for the revision was pain.

Event description:
Asr revision - both hips.